Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported a pounding in the ribcage two to three days post implant. The patient also experienced pericardial effusion. A chest x-ray revealed that the lead had pulled back with insufficient slack. A device interrogation also revealed high threshold so the lead was repositioned. The patient received additional monitoring by echocardiogram and no further patient complications were reported.